Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user cannot sign in to pyxis. A technical support specialist remoted into the server, ran the last login query, and found that the user was able to login 13:26 and right after without any unsuccessful attempt, the user account login at 14:10 showed that locked out. The tss confirmed that the issue was resolved itself. The system functioned as intended after the issue was resolved itself.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the user could not sign in to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.